Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with one cartridge reload loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended and the knife reverse performed as intended.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: they had to use a second device to cut around the first device and they removed the device from tissue. The device was not opened and removed from the tissue on its own. The procedure was completed with a second device. There was no patient consequence. Additional information from the rep: on what tissue type was the device used? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6 or 7. Echelon straight/flex: flex. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes. Synovic. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Asku. Was there any difficulty removing the device from the tissue? Yes the reverse button would not work.

Event description:
It was reported that the device was used during a gastric sleeve bariatric procedure. The or nurse stated the device was stuck on the stomach. The physician was speaking with the sales representative over the speakerphone giving directions for removing the device. The customer was instructed to compress the closing trigger tightly and press the release button after having reversed the knife direction.